Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer removed the site and notice the cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump was returned for analysis.